Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer, and the customer stated that the speaker was not working, and after a cold start, the monitor gave no loudspeaker error message for 30 minutes. The customer stated that after this time, the message came on again, and there was no sound from the speaker. The rse determined that the speaker required replacement. A replacement speaker was ordered, and a philips field specialist (fs) went to the customer's site and replaced the speaker. After the speaker was replaced, the fse tested the device and confirmed the issue was resolved. The device remains at the customer's site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has a loudspeaker error with no sound being emitted from the speaker. The customer ordered a replacement speaker. The device was not in use on a patient at the time of event, there was no patient involvement.